Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. Part has been discarded on-site. No part return is expected. A replacement part was provided.

Event description:
A site representative reported that the imaging system unexpectedly stopped moving while driving. The imaging system had a critical battery level. This occurred outside of any patient involvement. No additional details were provided.